Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right atrial lead exhibited loss of capture and sensing due to dislodgement. The lead was explanted and the atrial port of the device was capped. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).